Event description:
It was reported to a physio-control service representative that the customer's device showed all three icons (service wrench, charge-pak and attention icons) in the readiness display. It did not show ok. All three icons showing is indicative that the device would probably not have enough power to provide adequate defibrillation therapy when required. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Follow-up information: physio-control further evaluated the device and observed that the readiness indicator did not have ok and displayed the charge-pak, attention and service wrench icons. The device would still charge and shock defibrillation energy. It was observed that the charge-pak was miss-homed or was the wrong charge-pak for this device. Furthermore it was observed that the software was damaged and that some of the device data was blank. The internal hybrid layer capacitor (hlc) batteries were depleted, but it is unknown why the hlc batteries depleted. During long term device testing no anomalies could be observed. A replacement device was provided to the customer under warranty.